Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over infusion of epinephrine. There is no report of patient harm.

Event description:
The customer reported an over infusion of epinephrine. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of epinephrine was not confirmed. Physical inspection showed the device was in fair condition. Review of the log analysis showed that an infusion of epinephrine 250mcg/1ml was performed on (B)(6) 2018 between 4:22pm and 4:55pm. The infusion was performed at two dose settings of 0.02 mcg/kg/min (rate=0.29ml/hr) and 0.01 mcg/kg/min (rate=0.14ml/hr). The total volume infused was recorded at 0.02ml from an available recorded volume of 28.2095ml in a bd 30ml syringe. The cause for the early termination by the user could not be ascertained from the log. Testing and inspection revealed no malfunctions and the rate accuracy test results were within specifications. The root cause of the customer¿s report was not identified.